Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mom reported via phone call that her daughter went to give herself a bolus for dinner and when she was entering the carbs, the pump kept scrolling. Customer¿s mom tried taking out the battery and putting it back in and that is when she received a failed battery test alarm. She repeated it three more times and received the same alarm each time. The customer¿s blood glucose was 103 mg/dl when the issue first happened. The customer went to a pool party and there was a possibility that it was splashed. Pump alarmed battery out limit and the customer¿s mother could not clear it because it because she received a button error alarm. The buttons were not responding and the screen was scrolling without the customer¿s input. The time clock was not able to advance. The pump experienced a frozen display. Customer was advised that insulin pump would need to be replaced and to revert to a backup plan. The pump will be returned for analysis.

Manufacturer narrative:
Act, esc and up arrow buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. No frozen screen noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, failed battery test alarm due to button keypad anomaly. No moisture damage on electronics noted. Pump received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.